Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA: (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "constant alarm tone" was confirmed and reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of constant alarm tone. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.